Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving morphine and "maybe some numbing medication" at unknown dose/concentrations via an implantable pump for spinal pain. It was reported the patient's pump was empty. The patient's healthcare provider (hcp) who used to fill it no longer worked with the pump, was transferred to a different hospital where he no longer had pain privileges, left three months ago, and the hcp was never replaced. The patient had been told a replacement was being trained, but was not told that the replacement did not work out. The patient did not have a hcp now. It was also reported the pump did not alarm or beep. The cause for the empty alarm was not specified. The patient started to feel sick with withdrawal symptoms four days prior to (B)(6) 2016. The patient was hallucinating, was in excruciating pain, had weakness and nausea. It was noted he had oxycodone and percocet for break through pain and he was doubling up on the medication. The reporter was in touch with the patient's pcp (primary care physician). No interventions were mentioned. After the patient received physician listings, it was reported that none of the listings provided were able to help with the patient. The patient wanted his pump removed because he couldn't go through this again. It was then reported that on (B)(6) 2016, the patient had been "crawling out" of his skin for five full days, and (B)(6) 2016 was the sixth day. They could not shake the feeling. Three of the hcps the patient tried to contact said they couldn't help and the fourth contact provided recommended they have the device removed. It was reported "I've had nothing but problems with this morphine pump". The alarm reportedly never went off when it got low. Further information was received from a rep. It was reported the rep had tried to contact the patient who informed her that the type of situation was ridiculous, and that a patient shouldn't have to look for a hcp like this. The rep was then hung up on and hadn't heard from the patient since. The rep did try to get a hcp to see the patient, but they did not have many hcps in the rep's area that work with pumps. No further information was available on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.